Event description:
The complaint/event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm. A plum set repeatedly required back priming due to air in the line (as reported by two staff members). The customer did not specify whether or not a pump alarmed for air in line. The set was changed and the secondary line port bung was faulty (depressed down). The reporting facility had never experienced this issue previously, and they reported concern that this may be a faulty batch/lot.

Manufacturer narrative:
The customer identified possible lot numbers (plots) of 13607860 (expiry date 06/01/2026, MFR date 07/01/2023) and 13541761 (expiry date 03/01/2026, MFR date 04/01/2023). It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device becomes available, supplemental vigilance report(s) will be submitted at that time.